Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. The customer also reported that they received watchdog set test failure alarm. The customer's blood glucose was 569 mg/dl at the time of incident. The customer's blood glucose was 93 mg/dl at the end of call. The customer stated that they were given insulin to treat the blood glucose and went down to 60 mg/dl which they corrected with orange juice. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the insulin pump was stuck in rewind sequence. The insulin pump will not be returned for analysis.